Manufacturer narrative:
(B)(4). Batch # 105c37. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the joint cover damaged and with one reload loaded on the device. The reload was received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting.  The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged.  The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 105c37, and no non-conformances were identified.

Event description:
It was reported that during an auto renal transplant procedure that the articulation joints were loose and not locking in place. When he pressed on the device, it would just flip. He noticed this prior to firing the device for the first time. He ended up firing the device three times. He did not have to pull a new device to finish the case. There were no adverse consequences for the patient. Rep was present in case.